Manufacturer narrative:
E1: telephone extension (B)(6). The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in. The reporter stated that there was a crack and leakage on the set. The event was noted during infusion. The solution name was unknown and it was also unknown if it involves chemotherapy. There was no unprotected chemo exposure to patient or healthcare provider. There was patient involvement with no patient harm and no healthcare provider harm.

Manufacturer narrative:
Received one used 14687-15 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was leakage from the flow regulator of the cassette. The cassette was disassembled. There were no anomalies noted. The reported complaint of leakage can be confirmed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 18dec2023corrected information can be found in b5, d1 and d4.

Event description:
The correct product description of primary plum set, clave secondary port, clave y-site, secure lock, 103 inch.